Event description:
It was reported that the set cap popped out of creo mis screw post op.

Manufacturer narrative:
The part was not returned for evaluation. The purpose of this investigation is to evaluate the reported issue of cap loosening. Visual inspection of the imaging was not provided before the due date of the complaint. Based on the information provided, a posterior spinal fusion procedure from l4-l5 was completed . After the surgery during routine checkup, it was seen that a locking cap at l4 was loose. The surgical sales representative was contacted for more information, and their response confirmed no abnormalities were experienced by the surgeon user during the case. Due to the inability to investigate the implant or replicate surgical conditions, the exact cause of the failure cannot be determined. The hazard/failure that matches the identified failure discussed above from the systems risk analysis is implant breakage/disassembly post-op creo mis risk analysis rev r. For the observed risk level calculation, the occurrence rate is based on the number of related complaints to the hazard divided by the total number of threaded locking caps sold across our threaded systems. As shown above, the calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.